Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy, red and wet. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed an ointment with cortisone for the skin rash. Follow up indicated that the skin rash improved.